Manufacturer narrative:
Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted that the trumpet valves were in the proper positions. The sheath was intact. The distal end of the tube housing was intact. The hose clip was broken. The collar did not function properly. The l hook could not advance. Electrical continuity test was performed with acceptable results. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
Procedure: cholecystectomy. According to the reporter: the customer detected that one of the closing systems of hoses was broke, the product was not used because the problem was detected prior to use with the patient. No tissue or blood loss. No tissue damage. Procedure time did not extended. Patient information like weight, age, gender, was not provide by the customer.

Manufacturer narrative:
(B)(4).